Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain while using the spinal pak which started 2 days ago. The pain was below the skin. The patient rated the pain almost a 10 on a scale of 1 to 10, with 10 being the highest. The patient started walking about 5 to 6 days ago for about 5 minutes a day. The patient stated that she has been sitting down and gained 25 lbs. The patient did not call her doctor. The patient was having pain with any movement. The patient stopped walking 5 minutes a day and stopped using the stimulator 2 days ago. The pain went away a couple of days after she stopped her treatment and walks. The patient also stated that she did not have any pain prior to starting her walks. The patient was advised to contact her doctor and to start using the stimulator. Zimmer biomet requested that the patient call back after she speaks to the surgeon. It was reported that no further information is available.

Event description:
It was reported that the patient experienced pain while using the spinal pak which started 2 days ago. The pain was below the skin. The patient rated the pain almost a 10 on a scale of 1 to 10, with 10 being the highest. The patient started walking about 5 to 6 days ago for about 5 minutes a day. The patient stated that she has been sitting down and gained 25 lbs. The patient did not call her doctor. The patient was having pain with any movement. The patient stopped walking 5 minutes a day and stopped using the stimulator 2 days ago. The pain went away a couple of days after she stopped her treatment and walks. The patient also stated that she did not have any pain prior to starting her walks. The patient was advised to contact her doctor and to start using the stimulator. Zimmer biomet requested that the patient call back after she speaks to the surgeon. It was reported that no further information is available. The spinal pak device was not returned for evaluation.

Manufacturer narrative:
Corrections: b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, g6 type of report. Additional information: g3 date received by manufacturer, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.